Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that the sheath exhibited air bubbles when it was aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air bubbles when it was aspirated after insertion into the patient. Prior to insertion of the sheath, the sheath and dilator were flushed, and the dilator was wet when it was inserted into the sheath. The sheath was inserted and aspirated. The sheath had to be tapped to remove air during this aspiration. Later during the procedure, the farawave catheter was removed, and the sheath was aspirated again. Air bubbles were seen in the shaft during the catheter removal and the aspiration. The original faradrive sheath was still used to complete the procedure. No patient complications were reported. The device was received at boston scientific's post market laboratory.

Event description:
It was reported that the sheath exhibited air bubbles when it was aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air bubbles when it was aspirated after insertion into the patient. Prior to insertion of the sheath, the sheath and dilator were flushed, and the dilator was wet when it was inserted into the sheath. The sheath was inserted and aspirated. The sheath had to be tapped to remove air during this aspiration. Later during the procedure, the farawave catheter was removed, and the sheath was aspirated again. Air bubbles were seen in the shaft during the catheter removal and the aspiration. The original faradrive sheath was still used to complete the procedure. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.